Manufacturer narrative:
The suspect product (pi) was not returned. The patient interface (pi) was discarded and the asm indicated the suction break, more than likely, occurred secondary to the surgeon pressing on the pi during the procedure. The surgeon indicated the intralase cut well regardless of the suction break. The asm was at site location for intralase enabled keratoplasty (iek) follow up training and surgery support. The patient interface (pi) suction ring may loss suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Upon arrival, the asm noted the max energy on the intralase was 1.66 j (microjoules) and observed the beam profile as highly irregular (rectangular, not circular). The asm discussed concern and potential risks with increase/loss of max energy of greater than 0.25uj that the surgery center has had in a few months (typical max energy at this site is 2.00 or 2.05uj) with the staff including the surgeon. The surgeon had expressed concern on stickier flaps that the surgeon had on treatments that were performed on (B)(6) 2015. The flaps were lifted and excimer treatment completed with no patient harm or loss of bcva. Last preventative maintenance of laser equipment was on (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
During an intralase enabled keratoplasty (iek) procedure, the surgeon reported loss of suction during the posterior side cut. The surgeon elected to continue the treatment by reapplanating and regaining suction. The iek procedure was completed and the patient was sent to the operating room for completion of the transplantation. The transplant was for a patient that had keratoconus and was not caused by an amo device. The surgeon completed his portion of the intralase procedure at the intralase suite and the patient was transported to hospital where donor tissue was waiting. The patient interface (pi) was discarded and the asm indicated the suction break, more than likely, occurred secondary to the surgeon pressing on the pi during the procedure. The surgeon indicated the intralase cut well regardless of the suction break. The surgery center had received donor tissue laser operative notes from an eye bank with incorrectly programmed depth of the anterior side cut. Since the donor tissue was unable to be viewed as it was at the hospital and not at the intralase suite, the asm discussed the potential inability to dissect the corneal donor button free if still within the scleral rim. The surgeon elected to continue the iek procedure. During the iek procedure, the surgeon elected to hold the suction ring and eye lashes out of the way during the treatment and lost suction during the posterior side cut. The asm discussed with the surgeon of the risk of proceeding with an incomplete posterior side cut, misaligned posterior side cut, or inaccurate shape of incision but the surgeon wished to proceed and complete the procedure. In addition, while on site, sticky flaps were discussed that the surgeon had experienced on a previous scheduled treatment date. The sticky flaps did not lead to medical or surgical intervention and there was no loss of best corrected visual acuity and the treatments were completed. Furthermore, a torn flap was reported that occurred a year ago. A separate medwatch report will be submitted to address the torn flap.